Manufacturer narrative:
The atrial connector portion of the header with the stuck lead was broken off the device in the field and not returned. The portion of the device that was returned was otherwise normal.

Event description:
It was reported that the patient presented for a generator change. During procedure, the physician could not loosen the set screw between the right atrial lead and the pulse generator. The physician peeled off the septum, tried multiple hex wrenches, used sterile water, tried the orthopedic drill bit, and tried the lead removal tool but was not successful in removing the lead. The lead was cut, capped, and replaced. The device was explanted and replaced. The patient was stable after procedure.